Event description:
The report received from the registry indicated that during the index procedure after implanting a cypher select plus 2.75 x 18mm stent at 16 atm in the left anterior descending (lad) coronary artery, a type b dissection was noted. The dissection was treated by the planned implantation of a cypher select plus 3.0 x 13mm stent. The event severity was mild, and the event was not a serious adverse event (sae). The relationship of the ae/procedural complication to the device was probable, high probable to the procedure, and not related to another cordis product. The event outcome information was complete and the event was resolved without sequel. The patient was discharged two (2) days after the index procedure.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was reported to have two-vessel disease and three (3) lesions were treated during the procedure. There was no planned staged procedure. Lesion #1-1: the target lesion was the first (1st) diagonal. The lesion was reported to be: 2.5mm vessel diameter, 18 mm in length, a 90% stenosis, de novo, a bifurcation lesion, not ostial/totally occluded or angled, irregular, a readily accessible proximal segment, eccentric, moderately calcified, absent of thrombus, and type b2. The lesion was pre-dilated as planned with a 2.0 x 12mm balloon at 14 atm. A cypher select plus 2.5 x 23 mm stent was implanted at 12 atm using a v-stenting/kissing stenting technique. The stent was post-dilated using a 2.5 x 12 mm balloon at 16 atm final kissing balloon technique (kbt) due to the bifurcation. A satisfactory result was obtained. The residual stenosis was 10%. The flow pre-procedure was timi 2 and timi 3 post-procedure. Lesion #1-2: the target lesion was the proximal/mid lad. The lesion was reported to be: 2.75 mm vessel diameter, a 90% stenosis, 13 mm length, de novo, a bifurcation lesion, not ostial/totally occluded or angled, irregular, a readily accessible proximal segment, concentric, moderately calcified, absent of thrombus, and type b2. The lesion was pre-dilated as planned with a 3.0 x 12mm balloon at 20 atm. A cypher select plus 2.75 x 18 mm stent was implanted at 16 atm using a v-stenting/kissing stenting technique. The stent was post-dilated using a 2.75 x 18 mm balloon at 16 atm final kissing balloon technique (kbt) due to the bifurcation. A satisfactory result was obtained. The residual stenosis was 10%. The flow pre-procedure was timi 2 and timi 3 post-procedure. Lesion #1-3: the target lesion was the proximal lad. The lesion was reported to be: 3.0 mm vessel diameter, 8 mm length, de novo, a 70% stenosis, not bifurcated/ostial/totally occluded or angled, irregular, a readily accessible proximal segment, concentric, moderately calcified, absent of thrombus, and type b2. The lesion was pre-dilated as planned with a 3.0 x 12 mm balloon at 16 atm. A cypher select plus 3.0 x 13 mm stent was implanted at 12 atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 0%. The flow pre-procedure was timi 2 and timi 3 post-procedure. Please note that the device is distributed outside the untied states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.